Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pelvic pain, infections, pain during intercourse, mesh erosion through the vaginal wall and depression and anxiety from the pelvic pain. It was reported that patient experienced urinary urgency, urethral obstruction, dyspareunia, vaginal mesh extrusion/erosion and underwent mesh removal on (B)(6) 2011. No additional information was provided. (B)(4) - dyspareunia.

Manufacturer narrative:
Date sent to FDA: 05/19/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to 2nd ¿ 3rd degree cystocele, and 2nd degree rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03749. The same patient is represented in each medwatch.